Manufacturer narrative:
Eval summary: the analysis results found that one device was returned in good visual condition, and with no reload loaded on the device. The device was tested for functionality with a test reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event described could not be confirmed as the device opened without any difficulties noted. The mfg records were reviewed and no anomalies were found during the mfg process.

Event description:
It was reported that during a lap gastric bypass procedure, the device was not put into pt. Prior to the first firing, the release would not release the jaws. They got a new one to complete the procedure. No pt consequence.